Event description:
It was reported patient underwent a revision procedure two years post implantation due to patella periprosthetic fracture and pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Visual evaluation of the provided pictures shows the patella implant as fractured. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records and radiographs review indicates revision - patella resurfacing and tibial insert, patella fracture derided with some wear noted at fracture edge, no signs of loosening, wear or radiolucency, mildly distracted fracture of the mid patella. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented cruciate retaining (cr) narrow right size 8 catalog # 42502006402 lot # 63946336, tibia cemented 5 degree stemmed right size e catalog # 42532007102 lot # 64562873, articular surface medial congruent (mc) right 12 mm height use with tibia sizes e-f/cr femur sizes 8-11 catalog # 42522100812 lot # 64279902, palacos mv+g catalog # 66031993 lot # 95324925, palacos mv+g catalog # 66031993 lot # 95324925. Report source: australia. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure two years post implantation due to pain and fractured patella. Attempts to obtain additional information have been made; however, no more is available at this time.